Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent skin cancer excision in (B)(6) 2014 and suture was used. A few days after the procedure, the patient experienced a wound dehiscence with pus drainage. The patient underwent a subsequent surgical procedure. No additional information was provided.